Event description:
It was reported the patient's blood glucose level (bg) rose to 570 mg/dl while wearing the pod between 24 and 36 hours. The patient reports the pod was leaking and there was bleeding at the pod infusion site, (leg), in addition the cannula of the pod had become dislodged at the pod infusion site.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.